Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a battery out limit alarm. The alarm occurred after a battery change. The insulin pump was not alarming at the time of the call. The customer stated that the batteries were out of the insulin pump greater than duration allowed. The customer's blood glucose level was 197 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.